Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with contamination peritonitis. The patient was found have grown a gram negative bacteria attributed to his constipation. Medical records have been requested.